Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician."

Event description:
It was reported that the patient needed an indwelling foley catheter due to postoperative drainage on (B)(6) 2022. At 15:20 pm, the patient heard a sound in the lower abdomen. The nurse went to the bedside to check and found that the foley catheter slipped out a little. They gently pulled the foley catheter but the foley catheter slipped out of the body. It was assumed that the foley catheter balloon was ruptured, and the foley catheter and water bladder were checked. There was no liquid inside but there were cracks found in the balloon. The inspection showed that it was indeed a rupture of the foley catheter balloon and there was no defect in the wall of the water bladder. The patient's self-resolving urination was observed as prescribed by the doctor and the patient did not report any special discomfort.